Manufacturer narrative:
A steris service technician inspected the unit and found that the vacuum pump components were not operating properly. The technician replaced the components, ran a leak test and placed the unit back into service. The cause of this event appears to be premature wear of the vacuum pump and filtering components. The premature wear of the vacuum pump/filtering components is due to aging. The breakdown leaves voids within the filter, allowing oil mist to pass through without being filtered. The vacuum pump oil is non-toxic and not considered hazardous; the amount emitted and the frequency at which is occurs is limited. In sensitive individuals short term nuisance effects may occur (i.e. Headache) with no expected long term effects. This issue is the object of a voluntary field correction initiated by steris corporation on september 9, 2011 (recall # z-3041-2011) of amsco v-pro 1 and v-pro 1 plus sterilizers. As part of the voluntary field correction, steris developed a series of quality improvements to the oil management and associated software to enhance the reliability and operation of the vpro system, which will be installed on affected units. These issues do not affect the sterilization of instruments processed in the sterilizer. The voluntary field correction (z-3041-2011) is scheduled to be completed by february 2, 2012 and a follow up report will be filed once the correction is complete.

Manufacturer narrative:
The voluntary field correction ((B)(4)) was completed on the unit subject of the reported event on (B)(6) 2012.

Event description:
The user facility reported that the unit began to emit a smoke after a completed processing cycle. Hospital personnel reported burning eyes and trouble breathing. The user facility reported the employees are fine.